Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13643; related manufacturer reference number: 2017865-2021-13644; related manufacturer reference number: 2017865-2021-13645. It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, atrial lead, and left ventricular (lv) lead were explanted because they were secondary to infection. No device or lead issues were noted. The patient condition was stable.